Event description:
No device was returned and no photographs provided. Initial reporter stated issue was precipitate noted after infusing heparin and milrinone. Precipitate migrated to the device hub and was not able to be flushed or withdrawn. There was no issue with the device.

Manufacturer narrative:
Initial reporter stated issue was precipitate noted after infusing heparin and milrinone. Precipitate migrated to the device hub and was not able to be flushed or withdrawn. There was no issue with the device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Possible broken broviac line a 5fr double lumen placed via the left internal jugular @ 27.5cm. CT compatible line being replaced was 5fr dual lumen. P the white lumen was running heparin 200 units/ml in dextrose 5% in water + milrinone 600 mcg/ml in d5w and the purple/powerport lumen was running treprostinil 10,000 ng/ml in normal saline (never identified any other medication administration to this lumen) during this time frame. There were a few other IV medications administered during this time: o lorazepam IV x1 dose on 4/8 (2 mg/ml vial) o midazolam intravenous pro re nata dressing changes on 4/8, 4/10, and 4/17 (5 mg/ml 2 ml vial) o ondansetron IV on 4/7 and 4/9 (4 mg/2 ml vial).